Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. Imagery was provided by the site and revealed the following: the patient's access vessel had present of calcification and tortuosity. Procedural image showed the valve halfway through the distal tip with the top half having a larger profile (inflow struts was flared out/distorted) and outflow struts bent. Guidewire lumen was kinked. The complaint for valve frame damage was confirmed based on provided imagery. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve (thv) procedure, additional assessment of the failure modes is not required at this time. As reported, "during the procedure, resistance was found in advancing the delivery system through the esheath. The delivery system with the valve were able to exit the sheath and were exposed to the vasculature. The valve was damaged due to the resistance, and it was necessary remove it." Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve strut damage at the inflow. In addition, device manipulation during retrieval may cause the valve struts damaged at outflow side. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, withdrawal of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in brazil, this was a case of a 26mm sapien 3 valve in aortic position by transfemoral approach within a pre-existing non-edwards surgical valve. During the procedure, resistance was found in advancing the delivery system through the esheath. The delivery system with the valve were able to exit the sheath and were exposed to the vasculature. The valve was damaged due to the resistance , and it was necessary remove it. The system was removed as a single unit cautiously and slowly with difficulties because of calcification, but the patient did not suffer any injury or vascular damage. Another 26mm sapien 3 with a new kit was used successfully in replacement. The patient left the room awake and responsive. As reported, the root cause of the event was the calcification of the access vessel.